Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas stating a call service 070 alarm issue occurred during the prime step. The pump reportedly was unable to be restarted. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2015 with the following findings: a call service 070 alarm was observed in the black box. The returned battery cap was used for investigation. During evaluation, the pump was powered on with no alarms. The rewind, load and prime steps were successfully performed on the pump. The pump was exercised for 24 hours; after 24 hours there were no call service alarms emitted. Unrelated to the complaint, the battery compartment was cracked from the threads to the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.